Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event that the unit does not work-problem humidifier/contact support. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, they found out that the fault is not replicated, and motor calibration fail pca burned, iso port contaminated and scratched display. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.